Manufacturer narrative:
The reported event of the physician said he was unable to fasten a-setscrew was confirmed. Analysis revealed that the user/physician was inserting the wrench into the a-setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The v setscrew was beginning to be stripped in the same manner. The problem was caused by incorrect use of the torque wrench by the user/physician.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. It was noted that the right atrial (ra) set screw of the pacemaker could not be fastened. The pacemaker was not used and replaced on (B)(6) 2026. The patient was in stable condition.